Event description:
Vns patient was diagnosed with left vocal cord paralysis. The patient is experiencing hoarseness and difficulty swallowing. The patient had recently been diagnosed with myastenia gravis and has subseqently undergone thymus removal, after which they were diagnosed with left vocal cord paralysis. The ent surgeon who removed the thymus reportedly believes that the left vocal cord paralysis was caused by the vns therapy. Treating neurologist indicated that the symptoms of difficulty with swallowing correlate wiht onset of myasthenia gravis and subsequent thymus surgery. It was reported that the patient underwent an additional surgery to assist in vocal cord function and "floppy" epiglottis. Investigation to date has been unable to confirm the cause of the reported vocal cord paralysis.